Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported experiencing readings in the 400's mg/dl for the last two months. Patient has been able to self-treat by giving manual injections; her blood glucose returns to normal. Patient alleges inaccurate delivery; did not experience elevated blood glucose issue on previous pump. No adverse event reported. Requested return of the alleged pump, adapter, infusion set, and cartridge for evaluation; replacement was sent.